Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient had a fall which fractured his glenoid (bone) which lead to the loosening. It is unknown the cause of the poly wear. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because he had a fall in which he fractured his glenoid bone, which led to loosening of his glenoid component. Poly wear of the glenoid component was also reported.